Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No stuck button alarms or keypad unresponsive/button error alarms noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device passed displacement test and selftest. All buttons function properly; however corroded keypad traces noted during visual inspection.